Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the drive support cap was protruding from the insulin pump case. The customer noticed the issue when rewinding the insulin pump. Advised the customer that the insulin pump would be replaced. Nothing further was reported.